Event description:
On 2/11/97, the account received an erratic result for the bhcg assay while operating the analyzer. The undiluted sample gave a result of 6.1 mlu/ml and a 1:200 dilution of the sample gave a result of 862 mlu/ml. The sample was from a cancer patient known to have a bhcg of <5 mlu/ml. Retest results were: undiluted, 1.22 mlu/ml; 1:200, <800mlu/ml; 1:40, <40mlu/ml. A technical service specialist visited the account and determined the sampling probe was in poor condition. According to the account, all qc were within expected ranges. The customer has not stated if the sample was diluted manually or with the autodilution. The result of 862 mlu/ml was not reported. No report of injury.